Event description:
It was reported that a peritoneal dialysis (pd) pt experienced drain complications and was subsequently diagnosed with peritonitis on (B)(6) 2015. The pt was found to not properly adhere to aseptic technique. The pt was treated with vancomycin as well as 1.5mg fortaz regime via ip for fourteen days. The pt has been able to resume cycler-dependent pd treatment with no further issue.

Manufacturer narrative:
Based on the 4 pages of available medical record information, a peritoneal dialysis (pd) patient experienced drain complications and was subsequently diagnosed with peritonitis on (B)(6) 2015. Peritonitis is a known complication of pd and is usually the result in a breach in aseptic technique. Due to the patient's history, it is unlikely that the liberty cycler is related to this event of peritonitis. The peritoneal dialysis cycler was not returned to the manufacturer but an investigation of the device labeling, device history and manufacturing records was conducted. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Medical records were requested to confirm the specific growth but were not available. There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the diagnosis of peritonitis. A supplemental report will be submitted upon completion of plant's investigation.